Manufacturer narrative:
Additional information and device return has been requested. No additional information is available at this time. If additional information is provided or the device is returned a follow up report will be submitted at that time.

Event description:
It was reported that an m6 device was explanted. No additional information has been provided. Additional information and return of the device has been requested.